Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke off inside the patient. The fragment was retrieved during the same procedure which was completed robotically with a backup harmonic ace instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.